Manufacturer narrative:
The device has been returned to olympus for evaluation. The physical device evaluation has been completed; however, the scope was not microbiologically tested by olympus. The device evaluation findings were as follows: due to a crack on the distal end, water tightness was lost, due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to wear of the forceps elevator lever, the "up/down" knob cannot be locked securely, the light guide lens had a crack, the connecting tube had a dent, and the mouthpiece was loose. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The endoscope and accessories were culture tested. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was last used in a procedure on (B)(6) 2023 and was last reprocessed on (B)(6) 2023. The collection dates for culture testing were (B)(6) 2023 (local country time). The device was not used for procedures between the time culture testing was performed and results were obtained. After confirming a positive microbiological test result, the device was quarantined. Additional reprocessing was performed prior to the device being returned to olympus for evaluation. The device was storage conditions was noted as "other". The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of enterobacter cloacae complex and 10-100 gram negative bacilli. The scope was retested the following day and was positive for 10-100 cfus of gram negative bacilli. The scope was tested a third time on (B)(6) 2023 and was positive for 1-10 cfus of yeast. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.